Event description:
Healthcare professional reported left side deflation and breast ptosis grade ii with asymmetry. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: - deflation: observed, an opening assessed as cracked valve seat diaphragm valve and an opening assessed as fold flaw opening. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation and breast ptosis grade ii with asymmetry. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d4, d.9, h4, h6, h11.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device was explanted and replaced.